Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jan 26, 2018: pfs and medical records received. Pfs alleges that the patient's cobalt levels were elevated. Patient has permanent mobility restrictions including inability to sit for long periods of time, walk long distance, fatigue, insomnia, severe metallosis and abnormal gait. After review of medical records for MDR reportability, there is no reported of revision at this time. MRI reported of negative local tissue reaction or pseudotumor. Laboratory result for metal ions were below 7 (no unit provided.) Doi: (B)(6) 2013 : dor: not revised (left hip). This complaint is linked to (B)(4) (right hip).